Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor under infused. The device ran "approximately two hours longer than intended." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from july 30, 2019 - august 1, 2019. Batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to the previously submitted baxter aware date. G4: the correct baxter aware is 12/20/2019. Should additional relevant information become available, a supplemental report will be submitted.